Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample was not available for evaluation; however, three photographs of the sample were received from the customer. A photographic inspection identified a cut on the tubing. The customer reported that they used the blue slide clamp to push the air back up into the chamber. Per the devices label, the user should flush tubing of air by inverting and tapping clearlink valve if applicable, and any non-return valves. The cause of the reported malfunction was determined to be use error. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that the tubing of a clearlink system solution set ¿came apart (cut across).¿ this occurred during patient infusion of 5% dextrose using an unspecified pump. Prior to the event, the pump alarmed for air in the line and the nurse removed the tubing from the pump. The nurse then used the set¿s slide clamp to push the air back up the line, to the chamber, and the tubing split. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The actual device is reported to be unavailable; however, a photograph of the bottom half of the device's tubing is reported to available. A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.